Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/05/2016, that on (B)(6) 2016, the receiver displayed an intermittent out of range signal. No additional patient or event information is available. The transmitter was returned for evaluation. The transmitter passed both exterior visual inspection, in addition to the global transmitter final functional tester as well. The reported intermittent out of range signal could not be confirmed. A root cause cannot be determined.